Manufacturer narrative:
The detachment fiber did not receive heat. The coil was returned undamaged. Manipulation of the resistive heating coil section brought the resistance into the acceptable specification range and the enpower system go light illuminated. The device positioning unit (dpu) failed electrical testing. The most likely root cause for the enpower system go light not illuminating was due to a fracture of the solder joint located inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. As review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
Failure to detach during the preparation; the physician found that the system ready light did not illuminate and could not detach the coil(cdf100515-30/ g13782). The deltapaq was replaced for a new one (cdf100515-30; lot# unknown); and he was able to detach it using the same cable and dcb. Unknown exactly; but a couple of coils were successfully detached using the same cable before the complaint product. The procedure was completed without any other issues. No patient injury was reported. The procedure was conducted in accordance with the IFU. The product is going to be returned for evaluation.